Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
The physician reported that during an intraocular lens (iol) implant procedure the injector appeared to go over the top of the lens initially. After another attempt the lens was implanted. The lens was then noted to have scratches on the optic. The surgeon then explanted the lens and put in a new lens. Additional information was provided that the physician believes that the injector scratched the lens.

Manufacturer narrative:
Product evaluation: two handpiece injectors were returned for evaluation for the report that one injector slide over the lens and one injector possibly scratched the lens. Two injectors with the same lot number were returned together for two complaint files, but it is not known which injector goes to which complaint. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injectors were manufactured in june 2017. A visual inspection of the handpiece injectors was performed and both injectors were deemed nonconforming and had the same visual conditions. The plungers both have a slight upward plunger position at the back section of the plunger and then a downward position at the very beginning of the plungers. Functional thread to barrel engagement checks were performed and both injectors were deemed conforming. Dimensional plunger position height checks were performed and both were deemed nonconforming. The plunger positions were both low. The evaluation cannot determine if the plungers would slide over the lens based on the evaluation, but does confirm the injector plungers have a low plunger position which would have a higher probability of under-riding a lens. The root cause for the nonconforming plunger conditions are usually from use or handling, but when and how the plunger positions became damaged to have these nonconforming conditions for both injectors cannot be determined from this evaluation, but does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).